Event description:
It was reported that during central processing, the permanent cautery hook had burn/melting at the distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was only found during decontamination inspection and wash. Assumed damage during a case but we don¿t have any information to prove it one way or another.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley near the ceramic sleeve. Material appears to have burnt off from the charring that occurred near the yaw pulley. Components adjacent to the yaw pulley show thermal damage. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damage, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. The instrument was found to have thermal damage to the distal pulleys near the yaw pulley and conductor wire interface. Material appears to have burnt off from the charring that occurred near the yaw pulley. The conductor wire was not broken at the weld. Components adjacent to the distal pulleys show thermal damage. The instrument was found to have thermal damage to the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The complaint was confirmed by failure analysis.